Event description:
The distributor reported that the device disassembled prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.